Manufacturer narrative:
Unit failed displacement test (260.4 units remaining on the status screen) followed by a motor error alarm during rewind due to motor encoder signal out of phase. Traces of corrosion noted at the motor assembly. Unit received with minor scratched lcd window. Unable to verify error alarms due to motor error alarms. (B)(4).

Event description:
It was reported via phone call, that the customer received a motor error alarm. Customer's blood glucose level at the time was unknown. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.